Event description:
Per the info provided to co by the physician's office, via co's international representative, the device was removed due to "infection." As reported to co, the entire device was removed and not replaced.